Event description:
Info received indicated the left foot siderail will not latch.

Manufacturer narrative:
The hill-rom technician cleaned and de-greased the dirty siderail latch to resolve the issue.